Event description:
It was reported that prior to starting a da vinci si surgical procedure the fenestrated bipolar forceps instrument tips were misaligned. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the grips tips were bent. The one grip was bent, causing side-to-side misalignment of the grips. There was a .039 offset at the tips. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Engineering also found that the main tube had scratches and gouges. The distal end of the main tube had scratch marks that exhibited light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.